Manufacturer narrative:
The following device was also listed in this report: osteonics c-taper zirconia hd; cat# 16-2805; lot# sm6001 it cannot be determined, if this device may have caused or contributed to the patient's experience. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device evaluated by MFR: device not available.

Event description:
It was reported that the patient's left hip was revised due to pain (possible cause or contributor for pain not reported to rep). The head and liner were exchanged. Rep reported that no further information is available.